Event description:
Boston scientific crm received information that this transvenous defibrillation lead dislodged and migrated into the right atrium. The physician attempted to extract/reposition the lead, but tissue had encapsulated the lead between the coils. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
This information indicates the physician has elected to surgically abandon the lead. The decision was made to implant a new lead, which was conducted without reported complication. Should additional information become available, this report will be updated.

Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged and migrated into the right atrium. The physician attempted to extract/reposition the lead, but tissue had encapsulated the lead between the coils. To date, there have been no reported patient symptoms associated with this clinical observation.